Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the 3.3v supply failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the 3.3v supply failed. The rse reviewed the service manual and advised the replacement of the motor control (mc) printed circuit board assembly (pcba). The rse provided the customer with the part number of the mc pcba to order and replace. Investigation is ongoing.